Event description:
This patient had a cataract right eye and was scheduled for phacoemulsification cataract surgery with intraocular lens implantation of the right eye on (B)(6) 2010. A typical pre-op drop regimen was given, as was a sterile prep and drape. The alcon infiniti phaco machine was prepared per usual protocol, and successfully passed a prime cycle, indicating that it was functioning optimally - i.e. Both fluidics and ultrasound. The patient's eyelids were retracted with a (B)(6) 3-d lid speculum, and a (B)(6)-fine fixation ring was used to stabilize the eye while a (B)(6) lri diamond knife was used to create a superior paracentesis incision, through which was injected epi-shugarcaine for additional mydriasis and anesthesia. Alcon duovisc was then injected utilizing an (B)(6) soft shell technique (that was specifically designed to decrease the likelihood of adverse heat buildup due to ultrasound in the presence of a viscoelastic occlusion. A temporal clear corneal incision was then made with a 2.4 mm keratome while stabilizing the globe with the (B)(6)-fine fixation ring. A continuous curvilinear capsulorhexis was then performed using a cystotome followed by a (B)(6) rhexis ruler forceps. Hydrodissection and hydrodemarcation were performed with bss on a 27 ga cannula. The phacoemulsification needle was then introduced into the anterior chamber and placed to engage the anterior epinucleus within the confines of the capsulorhexis and the foot pedal was then engaged into position 3 to begin removal of this lens material, but within less than 1.5 seconds an abnormal accumulation of lens milk was noted at the phaco needle tip in conjunction with audible occlusion indicators, and the foot pedal was abruptly disengaged for ultrasound, again within 1.5 seconds of beginning the case, and the lens milk was aspirated using primarily fluidics alone, and the phaco needle was withdrawn. At this time a translucent whitish color was noted at the main corneal incision site indicating thermal denaturation. The very short 1.5 second window is significant in that during this brief time the surgeon had to realize that the lens milk seen was in excess of that normally produced and that an occlusion existed despite successful prime validation by the machine as well as settings that had been effective for hundreds of prior similar cases. Viscoelastic was instilled into the anterior chamber to stabilize the eye, and a test chamber was placed on the phaco needle to begin troubleshooting and re-validating functioning. When satisfactorily completed, phacoemulsification was resumed and the case was completed without further incident, with the exception of the incision failing to adequately seal without sutures, and 4 10-0 nylon sutures were placed, in addition to an 8-0 vicryl suture to secure conjunctiva that had been peritomized to facilitate corneal suturing. It should be noted that the machine had been originally programmed with parameter settings based on the industry standard textbook phacodynamics 4th edition by (B)(6), although alcon had flown out one of its machine experts about 2 years prior to augment the settings for their ozil technology, and their recommendations were implemented into the machine settings. These settings were known to alcon not only then but several times subsequently when the surgeon requested the complete settings list for lecturing purposes. Significantly, the ozil torsional ultrasound technology was marketed as being superior to prior art longitudinal ultrasound specifically in being less likely to produce comorbid thermal eye damage. In summation, the alcon infiniti machine with ozil ultrasound failed on this occasion in two fundamental ways: it successfully completed a prime cycle indicating optimal fluidic and ultrasound function even though there was obviously a pre-existing and/or abnormal occlusion at the very beginning of the case; it therefore failed to warn against the malfunction and it failed to provide a remotely reasonable safety cushion of protection against thermal injury even with occlusion (which is normally achieved multiple times in normal surgery) by allowing an incision burn within only less than 1.5 seconds of ultrasound.